Event description:
The medical surveillance specialist (mss) classified this complaint based on the customer service representative (csr) documentation. The lay user/patient contacted lifescan on (B)(6) 2010, alleging that his onetouch ultralink started to read inaccurately high 6 months ago. The patient provided an example of his meter reading that he obtained "last week". He obtained "158 mg/dl" on the subject meter and a "120 mg/dl" on another meter: the results were obtained within a 30 minute time period. Based on statistical methodology, the calculated difference of the results was 32%, which exceeds the expected value of <=30%. The patient was reportedly advised to increase his insulin dosages on his insulin pump approximately 3 months ago. No blood glucose results prior to the change in insulin dosages were provided. The patient stated he had developed unspecified symptoms; however, he stated that the symptoms started 6 months before the reported issue. According to the csr troubleshooting, the patient did not have any control solution to perform a control solution test on the phone. Replacement products were sent to the patient. There is no indication that the product caused or contributed to an adverse event. The patient's symptoms started before the reported issue first occurred. There was no indication that the patient's symptoms deteriorated since the patient did not receive any form of medical intervention after the product issue occurred. However, this complaint is being reported because the reported results did not meet lifescan's accuracy criteria.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.